Event description:
A sherpa guide catheter was being used in the treatment of a patient, in conjunction with a simplicity catheter - a total of 4 ablations were carried out when the sherpa nx guide catheter broke. It was reported that the simplicity catheter also broke due to the left iliac artery being very calcified and extremely tortuous. The device was successfully removed from the patient. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: (root cause of reported event cannot be determined - device not returned for evaluation). Evaluation conclusion: (root cause of reported event cannot be determined - device not returned for evaluation).